Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a malfunction; please refer to the event description for more information regarding the specific circumstances of this event.

Event description:
It was reported that, during implant testing, the system could not induce an arrhythmia. There may have been some telemetry interruption which limited the burst administration. Another attempt to induce was successful. The system was implanted. There were no adverse patient effects.